Event description:
It was reported that the patient works in an acoustic environment exposed to high magnetic fields. The pulse generator exhibited premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found a sudden decrease of battery voltage due to high current drain. The battery current was monitored for 17 days. After replacing the battery, normal function ensued. The root cause of the high current drain could not be established.